Event description:
Bard power port failure. Had power placed on (B)(6) 2023 for immunoglobulin infusions. Around last week of (B)(6) 2024 started itching from infusion. Had port accessed, notice increased swelling around port sight during infusion. Infusion was stopped. Had reassessed at (B)(6). Showed swelling above port. Had dye test/fluoroscopic x-rays. Did not show leak but was told by surgeon, home care nurse, oncology nurse it was a positional fracture in the tubing. Had port removed on (B)(6) 2024.